Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device only delivered two out of six synchronized shocks. The patient involved was reported to not have experienced harm or adverse patient impact.